Event description:
It was reported that the pump touch screen was cracked and unresponsive unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.